Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for eval, but has not yet rec'd them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them, and if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. The pt indicated that the alleged meter issue started on the same day, at an unspecified time. That same day at 7:45 pm, the pt claimed that he had to seek assistance in an emergency room (ER) after fainting. In the ER, the pt compared blood glucose results of "142 mg/dl" with his lifescan meter and "60 mg/dl" on a dr's meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The pt was reportedly treated with IV glucose. It would have been helpful to know the following info. The pt's testing frequency, his diabetes management regimen(s), if the pt lost consciousness, what time he fainted, what actions the pt took before and after fainting, and what meter reading he obtained before fainting. In addition, it would have been helpful to know what time the pt last tested on the meter before he fainted. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he fainted and rec'd IV glucose treatment in an ER after the alleged meter issue began.